Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2014-03578, 05682 and 05683).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2006, and a total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, loss of balance, suspected metal-on-metal reaction and metal wear. There has been no reported revision procedure to the left hip. A review of invoice history confirmed both initial surgery dates and the right hip revision surgery date. Invoice history further confirmed the modular head and taper insert were removed and replaced with an active articulation liner and modular head during the right hip revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2006, and a total left hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, loss of balance and metal wear. There has been no reported revision procedure to the left hip. A review of invoice history confirmed both initial surgery dates and the right hip revision surgery date. Invoice history further confirmed the modular head and taper insert were removed and replaced with an active articulation liner and modular head during the right hip revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Revision operative report noted thickening of the capsule and no evidence of metallosis, trunnion wear or impingement of the trunnion. The modular head and taper insert were removed and replaced.